Event description:
It was reported that high impedance was observed on vns patient's system. It was reported that the impedance result was at 7844 ohms, on (B)(6) 2015. The device was then turned off. No patient adverse events were reported. It was reported that the patient was seen in clinic in (B)(6) 2015 and the device test results were in normal limit. It was reported that after that clinic visit, the patient has started to use a kind of ¿heater¿ on the neck, but it¿s unknown if this could be linked to that high impedance result. X-rays were taken and sent to the manufacturer for review. The generator appears to be placed in upper chest in normal arrangement. The filter feed-through wires appears to be intact. The pin connector is fully inserted. The electrodes appeared to be placed in normal arrangement. Strain-relief bend is present and only one tie-down was visible, placed to secure the bend. Part of the lead appeared to be behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No known surgical interventions have occurred to date.